Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The customer was guided by customer technical support to remove the pump from its case, clean the pneumatic area, and reload the same cartridge, which successfully resolved the issue, allowing the resumption of insulin delivery.